Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 1.837 ml/hour had been programmed, with a total reservoir volume of 84 ml and given ~3ml. The length of infusion was minutes, and it should have been 46 hours. The patient was not medically affected. The event occurred while in use with patient at the clinic.

Manufacturer narrative:
D3: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.